Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the cardiac perforation/patient device interaction problem was determined to be user related since the lv perforated while the surgeon was manipulating the pump.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 80-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage b shock, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG). After the pump was inserted, the cardiothoracic surgeon was manipulating the pump and perforated the left ventricle (lv). The pump was removed and the patient was placed on bypass. The perforation was repaired with a patch. A new impella 5.5 was placed without issues; however, the patient continued to decompensate. The impella was removed and the patient expired in the operating room. The impella will be reported for death. Cardiac perforation is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product malfunction. H6: additional information was received. Omitted e0511 and added e0604. Omitted a24 and added a01.